Manufacturer narrative:
The event of explant was reported to abbott. The reason for the explant is unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: patient weight was not made available. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient's scs system was explanted on 20jul2023 for an unknown reason.